Event description:
It was reported that the user ran out of continuous glucose monitor (cgm) supplies, resulting in the ilet suspending bg run mode and stopping insulin dosing; a glucometer check read high, and the user disconnected from the ilet and administered a subcutaneous insulin injection via pen per education provided on resuming dosing and treating hyperglycemia. Symptoms included hyperglycemia above 600 mg/dl. Outcomes included a missed dose and serious injury requiring unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified as not comprehending that the ilet had stopped dosing. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.